Event description:
The system responded with an instrument error in the middle of the tah/bso case after the device had been working properly. The customer tried to retorque but the error 5 still appeared during testing. The instrument was replaced and the case completed with no patient consequence. The device will be returned.